Event description:
It was reported to philips that the pdm power supply module failed, causing a startup issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pdm and pd. Assy. Rearpanel boxed and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).